Manufacturer narrative:
Analysis of returned leads sc-2317-50 (serial numbers (B)(6) and (B)(6)) revealed that multiple cables were completely broken at the bent location of the leads. The bent locations are 2 cm from the set screw mark of the clik anchors. There are no exposed cables at the fracture locations. The leads kinked after they exit the clik anchors resulting in the reported complaint. It appears that the leads were exposed to excessive mechanical force or movement causing the cable fractures right at the anchor points. The probable cause is traced to component failure.

Event description:
It was reported that the clinical study, a4070 combo, patient lead showed high impedances. The patient underwent a revision procedure wherein the device was replaced. Additional information was received that high impedances were observed on both leads and that the patient's stimulation and therapy were impacted. The physician suspected lead fracture and replaced both leads.

Manufacturer narrative:
Block h6 patient code; 3191: no code available was used as there is no equivalent FDA code for surgical intervention. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the clinical study, a4070 combo, patient lead showed high impedances. The patient underwent a revision procedure wherein the device was replaced. Additional information was received that high impedances were observed on both leads and that the patients stimulation and therapy were impacted. The physician suspected lead fracture and replaced both leads.

Event description:
It was reported that the clinical study, (B)(6), patient lead showed high impedances. The patient underwent a revision procedure wherein the device was replaced.